Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator driver printed circuit board was replaced, and the generator was calibrated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed intermittent fast-stop error messages. No pt injury was reported.